Event description:
During a coronary stent procedure, in a pre dilated lesion, the physician experienced difficulty removing the balloon from the stent after deployment. After some manipulation the delivery device was removed without incident. No pt injuries or complications occurred.